Event description:
A malfunction was reported with the pump, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset.